Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd epicenter¿ single user software a misassociation was observed. By the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "customer had an isolate of s. Epidermidis, with an oxacillin mic of 5, which was reported as resistant. Under the current clsi guidelines, it would be sensitive. "

Manufacturer narrative:
H.6: investigation summary: customer had an isolate of s. Epidermidis, with an oxacillin mic of 5, which was reported as resistant. Under the current clsi guidelines, it would be sensitive. Emailed customer to see if it has been updated in latest pud. Emailing for additional information. Per rnd: we are waiting for the FDA to update the clsi m100 reference on their stic website. The website still references the m100 2019 ed. As the version they accept. This is note a confirmed complaint of a bd product. Per baltrm-441007-aph revision 5, the failure associated to this complaint is a user inconvenience which is a severity of s1; reference ID 6.6. No trends indicated. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd epicenter¿ single user software a mis-association was observed. By the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "customer had an isolate of s. Epidermidis, with an oxacillin mic of 5, which was reported as resistant. Under the current clsi guidelines, it would be sensitive."